Event description:
It was reported that the patient had generator replacement surgery on (B)(6) 2012, due to end of service. The return product form was later received which confirmed the replacement surgery on this date due to end of service (battery depletion) with the eri not marked. The generator was received by the manufacturer on (B)(6) 2012, however product analysis has not been completed to date.

Event description:
Additional information was received indicating that the patient has been referred for generator replacement surgery, but the surgery has not occurred to date. The company representative followed up with the neurologist. The neurologist no longer believes that the patient's vns is not functioning as intended, and he understands that the diagnostics show that the device is in fact functioning as intended. He does not know what is causing the increased seizures, but to be on the safe side, he has elected to have the battery replaced in case the battery is becoming depleted. There is no clear reason for the increased seizures though. There are no causal or contributory programming changes, medication changes, or other external factors that the physician knows that preceded the onset of the increased seizures. However, it is noted that it is difficult to keep track of this with the patient. The surgery is not being done to preclude a serious injury.

Event description:
It was reported that the patient had recently been experiencing an increase in seizures above pre-vns seizure frequency level. The patient's vns is programmed on rapid cycling. The neurologist evaluated the patient and thought that there was a possibility that the vns was not working, so he spoke with the company representative regarding generator replacement. Diagnostics were performed on this office visit and were within normal limits. The company representative reported to the neurologist that the diagnostics appear that the vns is functioning as intended and performing a battery change may not provide more efficacious seizure control and may not cause any change at all. However, the neurologist still wanted to refer the patient for prophylactic generator replacement. There was no recent trauma or medicinal or programming changes that were reported that could explain the increase in seizures. Attempts for additional information from the neurologist have been unsuccessful to date. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
Type of report, corrected data: the initial emdr inadvertently excluded the checkbox indicating that this is a '30-day' report.

Manufacturer narrative:
Type of report, corrected data: the initial report inadvertently excluded the checkbox indicating that this is a '30-day' report.

Event description:
Product analysis was completed for the generator. The device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The intensified follow-up indictor (ifi) was set, and the battery voltage value stored within the generator suggests a near ifi condition. Results of the bench diagnostic testing indicated the device was operating properly with ifi=yes. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.